Event description:
On 2026-feb-25, information was received from a patient regarding an external device. The reason for call was patient reported their controller battery was dead and they couldn't recharge the controller or their implant. Patient said they hadn't been able to turn the controller on at all today and they were in a little bit of pain. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Agent had patient re insert the battery and confirmed green light was flashing on the controller; controller was 90% and implanted neurostimulator was low and needed to recharge. Patient then connected recharger and saw no device found. Patient entered passive recharge mode and saw numbers 9 low, 9 high, and 8 in the middle. Patient repositioned the paddle and numbers changed to 7, 28, 29;patient said they always end up having this issue. Agent reviewed best practices for paddle positioning, but that didn't make a substantial impact to the connection strength. Patient ex plained the controller took forever to 'look for device,' then would stop in the middle of charging with options to 'try again or cancel.' Patient confirmed the controller became blank/unresponsive when they had been trying to recharge their implant (ins). The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient mentioned they spoke with their representative earlier today and was told the issue was likely with the recharging cord; when agent attempted to clarify the notify date, patient began discussing a separate issue. Agent advised the patient to follow-up with their rep/healthcare provider (hcp) if they continue to have difficulty charging their ins, due to mention of issues with ins after a fall and MRI issues. On 2026-feb-27, additional information was received from the patient. Patient called back and mentioned they were suppose to be sent a new charging unit. Patient mentioned they got a box but hasn't received the recharger. Patient mentioned they have not had the stimulator on for 3 days and were in agony. Agent instructed the patient to check underneath the mesh on the case and patient confirmed they found the recharger. Patient mentioned they were suppose to received the ac power supply as well. Agent asked and patient confirmed they have the ac power supply. Patient mentioned the ac power supply and controller were in another room where there spouse was sleeping and they couldn't get to the equipment. Agent reviewed with patient to call back with the equipment to further troubleshoot. Agent had difficulty clarifying certain details and did their best to accurately document information given at time of call. Patient called back with equipment present for further troubleshooting and mentioned already documented events that the controller would not recharge with a green light. Patient said this issue had been going on for 2 months and they have been saying this to patient services but they did not listen. Patient said for 2 months when they would adjust therapy settings they would get no device found and stimulation shut off on its own; agent redirected patient to hcp for stimulation going off the last 2 months and patient noted they already s poke to their hcp and their manufacturing representative (rep). During call patient attempted to recharge ins and got no device found. Patient went through passive recharge mode and kept getting poor recharge quality. Patient got to the battery screen and it showed the controller battery had 70% and the ins at 60%; it gave them to press the option to recharge for the ins was not recharging. Patient locked and then unlocked the controller with nothing plugged in and they were able to connect to ins, patient turned stimulation back on. Patient plugged controller into ac power supply and it was recharging like normal.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction sent due to change in rfr code from nds3025 to nds5022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.